Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 64-year-old male noted as high risk for coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient went into cardiogenic shock during impella cp support. It was noted that the patient's condition developed after an anterior myocardial infarction and multiple defibrillations. There were no noted malfunction with the pump at the time of the reported incident. Despite this, the staff believed that the pump could have contributed to the noted condition. The patient was able to recover with native heart function.

Manufacturer narrative:
The investigation into the vf/vt/af/at (v-fib) and the access site bleeding - major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. D6a, d6b